Manufacturer narrative:
Concomitant medical products: 4568-45 lead, implanted (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.